Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "during start up occured the technical fault 444004 (voltage out of tolerance) and selftest failed. (2) health impact: no patient involvement.